Event description:
I've been using abbott labs freestyle libre glucose monitoring system since early in 2018. Abbott has recently changed the adhesive on this product that has caused me to have serious allergic reactions on my skin at the site of the libre sensor. The allergic reactions have been so severe. I may have permanent scarring to my skin. Abbott refuses to acknowledge this issue. FDA safety report ID: (B)(4).